Event description:
Upon deployment of the 60mm stent, it gave the appearance of being 40mm in length. It appears that it may have been folded or compressed. The physician decided to place another MFR's 60mm covered stent within the zilver stent.

Manufacturer narrative:
H6. Still under investigation at this time.